Event description:
It was reported that outside of surgery, battery pack cracked when connector inserted. No patient involvement or impact. Product was discarded. During investigation battery expulsion/rupture was found. Due diligence complete as no additional information indicated.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). This device was returned opened but unused in the sterile packaging. Visual examination of the returned product/provided pictures found the battery pack was broken open and there was black debris from the battery expulsion throughout the sterile packaging. There did not appear to be damaged to the battery wiring or terminals. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: finland.